Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that for the past 3 days they can feel a vibration coming from their implant site in their butt. Patient stated that they did slip and fall last saturday. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient said they were going to turn off therapy and talk to their hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported that the fall's effect on the patient's implant was not determined. The hcp stated the cause of the vibration coming from the implant site was not determined. In an effort to resolve the issue, the hcp stated two view pelvic x-rays were ordered and performed, and no fracture or lead displacement appreciated. The patient was notified of the results and they were scheduled for a follow-up appointment on (B)(6) 2025. The hcp reported the issue was resolved.